Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly:complaint conclusion: as reported, a 6f/7f mynxgrip vascular closure device (vcd) failed to shuttle down properly and deploy the sealant. The device was removed, and hemostasis was achieved with manual hold. There was no reported patient injury. The device was used after an interventional peripheral procedure using a retrograde approach. The user was trained to the use of the mynx device. A 6f 11cm cordis avanti sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and there was no presence of pvd / calcium in the vicinity of the puncture site. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The patient's body habitus was not obese. It was possible the sealant was stuck to the device components but hard to know for sure. It is unlikely the sealant was prematurely deployed but unknown. The device was not returned for analysis. A product history record (phr) review of lot f2308304 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ could not be confirmed as the device and sheath were not returned for analysis. The cause of the shuttle advancement issue could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the advancement issue reported. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely (it was possible the sealant was stuck to the device components), which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the information provided suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) failed to shuttle down properly and deploy the sealant. The device was removed and hemostasis was achieved with manual hold. There was no reported patient injury. The device was used after an interventional peripheral procedure using a retrograde approach. The user was trained to the use of the mynx device. A 6f 11cm cordis avanti sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and there was no presence of pvd / calcium in the vicinity of the puncture site. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The patient's body habitus was not obese. It was possible the sealant was stuck to the device components but hard to know for sure. It is unlikely the sealant was prematurely deployed but unknown. The device will not be returned for evaluation.